Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. During a post market clinical trial, it was reported that approximately 10 years post stenting of the mid rca with a duet stent, there was 85% restenosis noted within the stent. The restenosis was treated with placement of a xience v stent within the stenosis resulting in 0% stenosis post stent placement. No additional event or patient info is available.